Event description:
On (B)(6) 2020, a physician at presidio ospedaliero san giovanni bosco - napoli was performing embolization of the hypogastric (internal iliac) artery prior to the placement of an aortic endoprosthesis (evar). The physician chose to use an imp-10 device to embolize the 4-5mm artery. The physician attempted to deliver two imp-10 devices with a 6fr-25cm terumo introducer sheath and 0.035" guidewire. No catheter was used. During the attempted delivery of the first imp-10 device, the device immediately became stuck after transferring from the device introducer into the terumo introducer sheath. The device was not able to be delivered to the target size and was removed with the terumo introducer sheath. During the delivery of the second imp-10 device, the physician was able to deliver the device to the target site, though some resistence during delivery was noted. The device malfunction was reported to kardia, who is shape memory medical's distributor in italy and subsequently kardia reported this information the manufacturer (shape memory medical).